Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) stated that there could be svc coil issue and recommended programming options. This rv lead remains in service. No adverse patient effects were reported.